Manufacturer narrative:
Mechanical inspection: the push button chuck system was tested for bur holding force, and the handpiece operating speed and sound levels were measured. All measurements were in specification for new products.

Event description:
The bur fell out of the high-speed dental handpiece during a dental procedure.